Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that communication between the patient programmer and implant was unsuccessful. It was noted that they also received an error message. There were no further complications reported/anticipated. Additional information received reported that patient gained weight (>10kg) which made communication with patient programmer difficult. It was noted that the patient was going to press the communicator and antenna closer to the ipg along with trying to lose weight again. There were no further complications reported/anticipated.